Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 39-40 mg/dl. Reportedly, a system check revealed that pump was operating as expected. Customer continued to use pump for insulin therapy.